Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. No failed battery test alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and tube lip, and minor scratches and cracks on the display window.

Event description:
It was reported that the customer's insulin pump's up button continued to ramp up when she was entering her carbohydrates in the insulin pump. The customer stated that the button was stuck and that it kept scrolling up. The customer took the battery out and attempted to deliver insulin again. However, the same issue occurred. The customer took the battery out again, and the insulin pump said battery failed. The customer placed a new battery in and the insulin pump worked. The customer's blood glucose was 148 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.